Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo a battery replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo a battery replacement.

Manufacturer narrative:
Five years ago.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. Device exhibited normal telemetry functions. Initial analysis confirmed that the ipg battery was completely discharged when received. In this state the ipg will not perform telemetry functions with a remote control or provide stimulation, and was the reason for the inability to link with the remote control.

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo a battery replacement.